Manufacturer narrative:
The customer¿s report of an over infusion of levophed was not confirmed. There were no details provided for the reported event. There were no infusions found in the log on (B)(6) 2017 and the only instance of a levophed infusion occurred on (B)(6) 2017. At 2:31 am on (B)(6) 2017, an infusion of norepinephrine weight-based btwn (B)(6) 8mg/250ml (drugid 293) was programmed to infuse at 23.5ml/hr with a vtbi of 245ml. The infusion ran until 4:19 am when the channel off key was pressed, powering the device off. During the infusion, the dose was changed to 0.4mcg/kg/min, calculated rate 47ml/hr and yes was selected to the guardrails warning ¿dose exceeds guardrails limit of 0.399mcg/kg/min. Proceed?¿ to start the infusion. The dose was titrated to 0.3mcg/kg/min (35.3ml/hr), 02mcg/kg/min (23.5ml/hr) and 0.1mcg/kg/min (11.8ml/hr). The recorded volume infused was 66.54ml. The root cause of the reported overinfusion was not identified. A determination of whether or not an overinfusion took place could not be determined. Devices not received, log review only.

Event description:
The customer reported an over infusion of levophed. There was no report of patient harm.